Event description:
It was reported that patient had an inflammatory mass. It was confirmed via a CT scan when the patient presented to the ER with symptoms over the past weekend. The healthcare provider (hcp) could not tell if the "neurological symptoms" were related to the inflammatory mass or "something else". Patient also complained of back pain. The drugs delivered via the device were bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), catheter model: 8598a, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).